Event description:
It was reported that the user experienced a high blood glucose episode while using the ilet after a meal announcement, with readings of 364 mg/dl on sensor and 379 mg/dl on fingerstick that later trended down to 264 mg/dl, and the user felt better; an inset infusion set was in use and a recent supply change had been performed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device component involvement or a specific device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.